Event description:
The report received from the (B)(4) study indicated that a patient experienced myocardial infarction, coronary stent thrombosis, and coronary artery restenosis. The patient had two cypher (2.25 x 23mm) stents implanted in the 1st diagonal in overlapping fashion during the index procedure. There were no procedural complications or adverse events reported. Two days later, the patient had a planned staged procedure and had three vessels with three target lesions treated. The 2nd obtuse marginal was treated with a 2.25x13mm cypher stent. The distal circumflex was treated with a 2.75x23mm cypher stent. And an acute marginal branch was treated with a 2.25x13mm cypher stent. No procedural complication were reported. Approximately 3 years post index procedure, the patient experienced a chest pain on (B)(6) 2013. The patient was ruled out for an mi; however, troponin x 4 were reported to be slightly elevated. No angiography to confirm stent patency. The event was medically managed and not related to the study drug, stent, or procedure in an investigator's opinion. Additional information in the revised crf received on (B)(6) 2013 indicated that the patient underwent successful pci and balloon angioplasty to the distal cx and om2 due to occlusion of the stents and nstemi secondary to early stent thrombosis. On (B)(6) 2013, ck was 441 (397 unl) and ckmb was 19.2 (6.3 unl). The left circumflex gives rise to a 1st om; which was patent; however, immediately after the origin of the om, the stents are occluded. Post-angioplasty, the stents are widely patent with timi iii flow to the second om and terminal marginal, there was mild narrowing near the origin of 1st om estimated at 10-20% severity. There was lucency at distal stent of unclear etiology. However, there is timi iii flow and intravascular ultrasound imaging prior to the final cineangiographic images, image failed to reveal any evidence of intraluminal thrombus; however there is still conflicting information regarding thrombosis.

Manufacturer narrative:
Updated complaint conclusion: the complaint received states that this cypress study patient experienced myocardial infarction, coronary stent thrombosis and coronary artery restenosis approximately 36 months after the index procedure. This is a (B)(6) male with medical history including angina (within past 6 weeks), previous CABG, family history of coronary artery disease, hyperlipidemia, hypertension, diabetes mellitus with retinopathy/neuropathy, history of allergy, and smoking within the past 30 days. The report received from the cypress study indicated that the patient was enrolled in the study and had 2 cypher 2.25 x 23 mm stents implanted in the first diagonal lesion in an overlapping fashion during the study index procedure. There were no procedural complications or adverse events reported. Two days after the index procedure, the patient had a planned staged procedure and had three vessels with three target lesions treated: the 2nd obtuse marginal, distal circumflex and an acute marginal branch were treated. The event of re-percutaneous coronary intervention (re-pci) was reported to be unrelated to the study devices/procedure. Approximately four and one-half months after the study index procedure, the patient had a re-pci performed and the proximal circumflex was treated. Approximately thirteen months after the study index procedure, the patient had an additional re-pci done to the proximal right coronary artery (rca). There was no reported in-stent-restenosis, peri-stent restenosis, thrombosis, or any problem noted with any of the previously implanted cypher stents. The events for both re-pcis were reported to be unrelated to the study devices/procedure. At 24 month visit, the patient experienced a stable angina. Approximately 31 months post index procedure, the patient experienced chest pain. The patient was ruled out for an mi; however troponin x 4 were reported to be slightly elevated. No angiography to confirm stent patency. The event was medically managed and not related to the study drug, stent, or procedure in an investigator's opinion. Additional information in the revised crf indicated that the patient underwent successful pci and balloon angioplasty to the distal cx and om2 due to occlusion of the stents and nstemi secondary to early stent thrombosis approximately 3 years post index procedure. On (B)(6) 2013, ck was 441 (397 unl) and ckmb was 19.2 (6.3 unl). The left circumflex gives rise to a 1st om; which was patent; however, immediately after the origin of the om, the stents are occluded. Post-angioplasty, the stents are widely patent with timi iii flow to the second om and terminal marginal, there was only mild narrowing near the origin of the 1st om estimated at 10-20% severity. There was lucency at the distal stent of unclear etiology. Patient underwent pci. However, there is timi iii flow and intravascular ultrasound imaging prior to the final cineangiographic images, image failed to reveal any evidence of intraluminal thrombus. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15115647 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Elevated cardiac enzymes are a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. Thrombosis is a known potential adverse event associated with drug eluting stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Eluted drugs inhibit epithelialization in an effort to prevent restenosis. Dual anti-platelet therapy is used to assist in the prevention of thrombus on the inside of the stent, secondary to platelets attaching to the disturbed intimal layers and metal stent struts post stent implantation. Restenosis and myocardial infarction are known potential adverse events associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event of mi. The act of coronary stenting in an ostial lesion is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00063 and 3003742446-2013-00064.

Manufacturer narrative:
Please note that actual event date was (B)(6) 2013; but original complaint reported that the event date was (B)(6) 2013. This was evaluated based on the additional information received through follow-up with the site. Concomitant medications included ace inhibitors and plavix. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00063 and 3003742446-2013-00064.